Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eleven years three months post filter deployment, MRI of the abdomen and pelvis revealed a filter that appeared to have multiple limbs extending beyond the vessel lumen. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. At this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: based on a review of the medical records received, approximately 11 years post filter deployment, the patient admitted for generalized abdominal pain and found to have a hematoma in close proximity with the filter that appeared to have multiple limbs extending beyond the vessel lumen. The physician indicated that stopping anticoagulation and monitoring was the best course of action at that time. Approximately two months later, the patient expired with cause of death listed as gastrointestinal bleed, peritoneal carcinomatosis and metastatic laryngeal cancer. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts with intra -abdominal hematoma extending beyond the vessel lumen. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain due to ivc filter perforated the vena cava; however, the patient reportedly expired.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of additional information regarding the reported event is currently underway. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with lower extremity deep vein thrombosis was scheduled for placement of an inferior vena cava (ivc) filter. The left common femoral vein was accessed and a carbon dioxide (co2) inferior venacavogram demonstrated patency of the ivc and renal veins. The caval diameter below the level of the renal vein wash in was less than 28 mm the filter was then deployed in the infrarenal ivc without incident. A post deployment co2 inferior venacavagram demonstrated good wall apposition of the filter with no significant axis tilt. The patient tolerated the procedure well without complications. Approximately eleven years three months post filter deployment, the patient presented with complaint of generalized abdominal pain and was found to have evidence of mass versus hematoma on CT scan and was admitted for further evaluation and management. MRI of the abdomen and pelvis revealed a 6.3 x 3.1 x 5.3 mixed intensity mass that was suggestive of a hematoma in close proximity to the filter that appeared to have multiple limbs extending beyond the vessel lumen. The physician indicated that leaving the patient off anticoagulation and monitoring with repeat cbc in a couple of weeks was the best course of action at that time. The patient was discharged on hospital day three. Approximately eleven years five months post filter deployment, the patient expired with cause of death listed as gastrointestinal bleed, peritoneal carcinomatosis and metastatic laryngeal cancer. Image/photo review: as medical images were not provided, a review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: based on a review of the medical records received, approximately 11 years post filter deployment, the patient admitted for generalized abdominal pain and found to have a hematoma in close proximity with the filter that appeared to have multiple limbs extending beyond the vessel lumen. The physician indicated that stopping anticoagulation and monitoring was the best course of action at that time. Approximately two months later, the patient expired with cause of death listed as gastrointestinal bleed, peritoneal carcinomatosis and metastatic laryngeal cancer.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with lower extremity deep vein thrombosis was scheduled for placement of an inferior vena cava (ivc) filter. The left common femoral vein was accessed and a carbon dioxide (co2) inferior venacavogram demonstrated patency of the ivc and renal veins. The caval diameter below the level of the renal vein wash in was less than 28 mm the filter was then deployed in the infrarenal ivc without incident. A post deployment co2 inferior venacavagram demonstrated good wall apposition of the filter with no significant axis tilt. The patient tolerated the procedure well without complications. Approximately eleven years three months post filter deployment, the patient presented with complaint of generalized abdominal pain and was found to have evidence of mass versus hematoma on CT scan and was admitted for further evaluation and management. MRI of the abdomen and pelvis revealed a 6.3 x 3.1 x 5.3 mixed intensity mass that was suggestive of a hematoma in close proximity to the filter that appeared to have multiple limbs extending beyond the vessel lumen. The physician indicated that leaving the patient off anticoagulation and monitoring with repeat cbc in a couple of weeks was the best course of action at that time. The patient was discharged on hospital day three. Approximately eleven years five months post filter deployment, the patient expired with cause of death listed as gastrointestinal bleed, peritoneal carcinomatosis and metastatic laryngeal cancer. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eleven years three months post filter deployment, MRI of the abdomen and pelvis revealed a filter that appeared to have multiple limbs extending beyond the vessel lumen. Therefore, based on the provided information the investigation can be confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: based on a review of the medical records received, approximately 11 years post filter deployment, the patient admitted for generalized abdominal pain and found to have a hematoma in close proximity with the filter that appeared to have multiple limbs extending beyond the vessel lumen. The physician indicated that stopping anticoagulation and monitoring was the best course of action at that time. Approximately two months later, the patient expired with cause of death listed as gastrointestinal bleed, peritoneal carcinomatosis and metastatic laryngeal cancer.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture; however, have been reported without any adverse clinical sequelae. - perforation or other acute or chronic damage of the ivc wall. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - caval thrombosis/occlusion. - extravasation of contrast material at time of venacavogram. - air embolism. - hematoma or nerve injury at the puncture site or subsequent retrieval site. - hemorrhage. - restriction of blood flow. - occlusion of small vessels. - distal embolization. - infection. - intimal tear. - stenosis at implant site. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.